Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, and medical complications. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 1100 mg/dl after approximately one day of pod wear. The patient further noted that blood glucose levels were approximately 500 mg/dl before going to sleep, at which time he administered several correction bolus doses; however, the following morning, his family found him unconscious with blood glucose readings around 1100 mg/dl. The patient was transported to the hospital, where he was admitted to the intensive care unit. Reportedly, the elevated blood glucose levels led to increased blood pressure and a subsequent heart attack. It was further reported that the patient has a history of high cholesterol and experienced kidney and liver issues at the time of the event. Treatment during hospitalization included intravenous fluids and insulin therapy. The patient remained hospitalized for three days. The specific admission and discharge dates were not provided. The pod was discarded and is unavailable for investigation.